Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch verio iq system did not have any test strips. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly noticed that the system kit did not have any test strips on (B)(6) 2013 at 4 pm. Due to this issue, the patient reportedly developed symptoms described as ¿passing out and throwing up.¿ there was no report of any hcp medical intervention. Based on the information provided during troubleshooting, the patient was informed that the test strips are not included in the verio iq system. There was no issue with missing products. This complaint is being reported because the patient developed symptoms suggestive of acute complication of diabetes while he managed his diabetes with the lfs product.